Event description:
It was reported the lead was explanted and replaced due to infection. It was also reported that fluoro noted insulation breakdown on the lead. No further patient complications were reported as a result of this event. The patient was reported to be in stable condition.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported the lead was explanted and replaced due to infection. It was also reported that fluoro noted insulation breakdown on the lead. No further patient complications were reported as a result of this event. The patient was reported to be in stable condition.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B) (4) outer tubing overlay breached cut; full lead returned and analyzed.